Event description:
Additional information received confirming that the patient presented to the emergency room with a type iiia endoleak and the component separation. The physician elected to treat the patient on 19 jun 2018; however, it was reported at 30-day follow-up that the re-intervention did not successfully resolve the endoleak and scan identified a persisting type iiia endoleak. Another re-intervention is planned.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 07/06/2018 and the necessary images surrounding the reported event were not received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 17 jun 2015, 2. Field training was completed by 03 aug 2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. The physician additionally implanted a suprarenal afx device on (B)(6) 2011 for an unknown reason. Approximately seven (7) years post initial procedure, the patient presented to the emergency room with unknown symptoms, and a component separation was diagnosed by cta. The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2018. The patient was stable when leaving the operating room.